Event description:
It was reported that the device displayed the wrench icon. No patient use was associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a error code. After clearing the error code, proper operation was confirmed and the device was returned to the customer.